Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Headache, intracranial hemorrhage and stroke are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: hemorrhagic stroke. Time of symptoms/ae: after the procedure. It was reported that prior to and during a right internal/common carotid artery stenting procedure, the pt was being treated for hypertension with labetalol, norvasc, diovan and nitropaste. Additionally, during the procedure, the pt reported a headache, which was treated with tylenol. The nitropaste was discontinued. One day post-procedure, a CT scan showed a subarachnoid hemorrhage, diagnosed as a hemorrhagic stroke. The pt did not have any neurological deficits. Five days post-procedure, the hemorrhage resolved and the pt was discharged to home. Although requested, there was no additional info provided.